Event description:
Litigation papers allege: litigation papers allege: physical injuries, economic loss and medical expenses; past, present and future pain and suffering, permanent physical injuries and disfigurement. Patient could not have known that he was injured by excessive levels of chromium and cobalt until after his blood was drawn and advised of the results.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
**Update**04/11/2013-sales rep reported revision surgery on left hip due to cup loosening, osteolysis and slight metal wear. There was no new information that would change the outcome of the investigation.